Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the were kicked out of auto-mode. Customer experienced low blood glucose at level of 40 mg/dl. Customer current blood glucose is 100 mg/dl. Troubleshooting was performed. Customer declined troubleshooting for low blood glucose. Device is not expected to be returned for analysis.